Event description:
It was reported that prior to a cardiac ablation procedure, the front of the pulse field generator (pfg) was damaged. The ablation return link cable was reported to be "ripped" out of the front of the system. The procedure was unable to start and the patient was already under general anesthesia when the case was aborted. Technical services recommended service for replacement of the pfg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pulse field generator with serial number: (B)(6) was returned and analyzed. During external visual inspection, the pfg was found to have a damaged ablation return link cable connector. The product issue reported, broken cable connector, is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: e1, e2, e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.